Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was 346 mg/dl at the time of the incident. They were trying to change out their set and fill the tubing when the insulin began to squirt out. They are not able to exit prime rewind. During troubleshooting, the customer changed the infusion set and reservoir. Insulin stopped dripping after letting go of the act button. The customer indicated the drive support cap was protruded. The customer stated that the motor did not slow down and numbers were not ramping up on the screen. The customer was advised to discontinue use of the insulin pump and to check the alarm history for a compromised forced sensor alarm. They could not access the alarm history. The force sensor did not detect the reservoir during seating process and advised the customer that this only occurs during the prime rewind process. The customer was advised to discontinue use of the pump, to revert to the back-up plan and that it would need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Unit received with a compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime/fill anomaly due to the compromised force sensor system alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.